Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the patient experienced an episode of atrio-ventricular heart block that was resolved immediately due to temporary pacing support. Five days later, a permanent pacemaker was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances, such as av heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note, that a duplicate report had been identified which also captured this event; manufacturer report #2025587-2019-03022. If information is provided in the future, a supplemental report will be issued.